Manufacturer narrative:
This investigation remains in progress. Once the investigation is completed, a follow-up report will be submitted.

Event description:
The customer reported the following: after the completion of a procedure and upon removal of the syringes from the stellant CT injector, the technologist felt a shock sensation in her hands. As per hospital protocol, the employee was referred to a physician to be evaluated. The results of the evaluation were negative for any significant injury and the technologist was returned to full duty with no restrictions.

Event description:
3ps

Manufacturer narrative:
In response to the reported event, bayer service visited the site. Upon evaluation of the equipment, bayer service found that the system had been configured with a third-party head power cable at the time of the alleged incident. The site biomedical engineer, along with the bayer service representative, installed a bayer injector head cable and the system was restored to normal operating condition. Bayer product analysis received and examined the returned head power cable. Visual examination confirmed that the original power cable, extension cable connector and strain relief had been replaced by an unauthorized third party provider . A cursory review of the subject equipment service work history determined that there has been no record of preventive maintenance nor requests of bayer service for this stellant CT injection system (serial number (B)(6)) since september 8, 2011. The stellant CT injection system operation manual cautions the user as follows: 1. Electric shock hazard - serious patient and/or worker injury or death may result. The system should be opened and serviced by qualified service personnel only. Only use the power cord supplied with the system. 2. System malfunction may be caused by failure to perform regular maintenance. Regular preventive maintenance is recommended to ensure that the system stays calibrated and functions properly. 3. As part of an annual maintenance program performed by a qualified bayer service representative or authorized dealer, both electrical leakage and ground continuity checks should be performed. Bayer also recommends that a complete system calibration and performance checkout be performed annually. 4. For proper operation, use only accessories and options provided by bayer that are designed specifically for the system. Other non-bayer approved accessories or options may cause equipment damage or may result in increased emissions or decreased immunity of the system. This information does not constitute an admission that the device, the company, or its employees caused or contributed to a reportable event.